Event description:
Additional information was received. A replacement procedure was performed. This device was removed and returned for analysis. Prior to explant, interrogation revealed the same issue.

Manufacturer narrative:
As of this date, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt, initial analysis revealed this device had not reached elective replacement indicators and there were no resets or error codes. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy. The reported allegation could not be confirmed or duplicated during the analysis. Analysis concluded that this device met specification.

Event description:
Boston scientific received information that a device replacement procedure was performed. This device was implanted. No issues were revealed with interrogating, however difficulty was encountered obtaining measurements and using temporary parameters. A message was obtained indicating a magnet was in use. Despite changing the magnet response to "off", the issue remained. After restoring magnet response to "async", the device was in doo rate = 100 bpm. The magnet response was programmed "off". An attempt to interrogate with an different programmer revealed similar issues. Movement to a different patient room also revealed a similar response. A decision will be made regarding device replacement in the near future. A technical service consultant was contacted. Reportedly, this device may have been near a magnet prior to the implant procedure, however it was unknown whether this was related. No adverse patient effects were reported.